Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) identified that two machines were going offline simultaneously, indicating a network-related problem. The issue was subsequently resolved by the information technology (it) team, and verification confirmed both machines were back online and operating as expected. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system was in critical override and disconnected mode. Patient and order information may not have been current. The customer attempted to reboot the device; however, the issue persisted.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.